Event description:
Pt was on the x-ray table for thoracic and lumbar spine x-rays. While the ap view of the thoracic spine was being performed, a lead filter was placed on the bottom of the x-ray tube. The filter was slightly bent on the edges and did not fit well. Upon removing the filter, it fell and struck the pt in the mid-chest. The pt stated that it struck them on the left medial lower portion of their left breast and the right medial upper portion of their right breast.